Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was starting today the pts stimulator was not working for they could not feel stimulation. Pt said their ins was charged and the pt thought their stimulation was turned on. During call pts stimulation was turned off, agent walked pt through turning stimulation back on. Pt was on group a and their intensity was going crazy on them and it had never done that to them; pt decreased intensity levels but it was still too much. Pt wanted to make sure stimulation in their legs were low so they can go to bed. Pt set program 1 to 3.6, 2 to 2.1, 3 to 2.4, and 4 to 1.0. The troubleshooting steps that were taken on the call resolved the issue.